Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found dried serum on the k electrode causing the electrode to deteriorate and the calibration values and slope to be low. The fse replaced the k electrode and activated it. He also replaced the diluent reagent which caused the low calibration values. He performed ion-selective electrode (ise) checks with successful results. The customer performed calibration and qc with successful results. The fse performed a 21-cup precision test with successful results. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter received questionable ise indirect kfor gen.2 results from eight patient samples tested on the cobas 6000 c 501 (ul) v. The initial results were reported outside of the laboratory. The reporter attempted to troubleshoot by performing ion-selective electrode (ise) calibrations with failed results accompanied by a data flag. The customer then disabled the module. The patient samples were rerun on another module. Patient #1: the emergency room (ER) doctor questioned the initial result which prompted the rerun of the patient sample. The initial result from the module was 6.0 mmol/l. The repeat result from the other module was 4.4 mmol/l. Patient #2: the initial result from the module was 5.1 mmol/l. The repeat result from the other module was 3.6 mmol/l. Patient #3: the initial result from the module was 5.8 mmol/l. The repeat result from the other module was 4.3 mmol/l. Patient #4: the initial result from the module was 5.5 mmol/l. The repeat result from the other module was 4.1 mmol/l. Patient #5: the initial result from the module was 5.5 mmol/l. The repeat result from the other module was 4.9 mmol/l. Patient #6: the initial result from the module was 5.1 mmol/l the repeat result from the other module was 3.9 mmol/l. Patient #7: the initial result from the module was 5.6 mmol/l. The repeat result from the other module was 4.2 mmol/l. Patient #8: the initial result from the module was 5.1 mmol/l the repeat result from the other module was 3.5 mmol/l.

Manufacturer narrative:
The k electrode lot number and thee expiration date were requested but not provided. The investigation determined that the last calibration performed on (B)(6) 2023 was within specifications.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.